Manufacturer narrative:
A partial lead with a distal tip measuring 55.2 cm was returned for analysis. External insulation abrasions breaching re cables lumen were noted at 37.1 cm to 37.7 cm and 40.4 cm to 40.7 cm from the distal tip. Re cables etfe coating was intact at these locations. External insulation abrasion breaching rv cables lumen was noted at 38.4 cm to 38.9 cm from the distal tip. Internal insulation abrasions breaching rv cables were noted at 16.1 cm to 17.7 cm and 19.3 cm to 19.5 cm from the distal tip. Rv cables etfe coating was intact at these locations. Internal insulation abrasion breaching re cables were noted at 13.3 cm to 13.8 cm from the distal tip. Re cables etfe coating was intact at these locations. Internal insulation abrasion breaching rv cables were noted at 10.5 cm to 14.0 cm from the distal tip. Both rv cables etfe coatings were abraded at these locations.

Event description:
It was reported that an asymptomatic patient had not been checked since implant and came in for a device check. X-ray showed externalized conductor wires. The lead was extracted and will be returned for further analysis. The patient was stable before, during, and after the procedure.